Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient got an end of service the morning of the report and that she never saw an elective replacement indicator. The patient checks every 4-5 days so she knows if she needs to recharge it. The patient saw the end of service once before and that's why she had to change (replace) her implantable neurostimulator on (B)(6) 2007. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4). Review of the additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the health care provider that reported that the patient had a clinic visit on (B)(6) 2016 in which the patient's device interrogation showed an elective replacement indicator. It was discussed with the patient at these appointments and noted that the device would have to be replaced soon. Since the device was working well and providing relief, the patient elected to keep the device on and call the health care provider when it was no longer functioning. The patient called the physician on (B)(6) 2016 and reported that the implantable neurostimulator was no longer working and she was scheduled for an implantable neurostimulator replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.